Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulation was just turned on (B)(6) 2017. The patient went to adjust it, to increase as she needed to, and then went to turn it off and it wouldn¿t turn off. Then it did turn off and the patient didn¿t feel stimulation. The patient said that stimulation was all over the back, legs, shoulders, and arms; however, the target area for the trial was the back. The patient tried using the patient programmer, but she wasn¿t quite sure what she did. The patient synchronized with the patient programmer which showed that stimulation was off. The patient turned stimulation on, but this did not resolve the issue. It was noted that the patient had the ability to change amplitude, groups, and/or programs, and that the patient did not have adaptive stimulation. The patient tried to switch programs, but it was determined that she only had one program. The patient increased the setting and she was feeling the stimulation. This resolved the issue. The patient did not intend to follow-up with any healthcare professional. The issue began on (B)(6) 2017. Additional information was received from the patient. It was reported that the patient was feeling stimulation on her left leg and she needed to turn stimulation down. The patient was supposed to feel stimulation in the back and down the sciatic. The patient used the patient programmer to make an adjustment before, but she forgot how to use it to makes adjustments. It was noted that the patient had memory issues due to a brain injury, so she forgot how to adjust the setting. The patient synchronized with the patient programmer which showed that stimulation was on. The patient was assisted with using the patient programmer and it was determined that the setting was group b at an amplitude of 3.60 volts on program 1, and the patient was not feeling stimulation. The patient was unable to see a different program on group b. The patient adjusted to her original setting. It was noted that the patient had an appointment for the device next month following (B)(6) 2017. A fall related to the issue was reported. The patient passed out twice since having the implant. This was noted to be a pre-existing condition. The patient feeling stimulation in the left leg began on (B)(6) 2017. It was noted that a miscommunication message was seen on the patient programmer on (B)(6) 2017. The passing out twice occurred in (B)(6) 2017.